Event description:
A sensing anomaly resulted in 80 charges and 3 shocks. Lead electrical values seemed to be normal but r-wave measurements fluctuated. The cause of the anomaly was not clearly determined. The lead was destroyed during the explant and will not be returned, but the ICD will be returned for analysis.